Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection found that the safety cover was near the needle hub and did not shield the tip of the needle. Microscopic inspection revealed no defects. Testing included assembling the catheter of a retention sample to the inner needle mentioned above and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of the manufacturing and inspection records for the last five years was conducted with no relevant findings. A review of the device history records for the last five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that the inner needle was removed at an extreme angle or while rotating. Furthermore, it appears the user reinserted the inner needle into the catheter after the safety cover activated. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly". "Do not attempt to re-insert a partially or a completely withdrawn needle". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: the nurse withdrew the inner needle after the IV catheter was injected into the patient; the safety cover was not activated and the tip of the inner needle was not shielded and then, the nurse incurred a needle stick; it was reported the nurse was uninfected.